Event description:
It was reported that during a coronary stenting treatment procedure, a dislodgment occurred. The 90% stenosed lesion was located in the mildly tortuous and non calcified circumflex artery. The physician attempted to direct stent with a 3.5x12mm liberte' stent, however, the stent was "imprisoned in the 'y'" and the stent dislodged from the balloon. No further intervention was performed. No patient complications occurred. Patient status is satisfactory.